Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transport/storage, which are problems traced to the inappropriate transport or storage of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use injector's needle failed to work and would not inject. This occurred during an endoscopic mucosal resection procedure. The procedure was completed with a back-up device. There were no reports of patient harm.